Event description:
Pack was opened for case, metal shavings noted on sterile back table. Entire sterile pack quarantined and removed from operation room; new pack obtained and opened. No patient in operation room at time of event. Item: general surgery scope pack ref# (B)(4).